Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2008, the patient's husband reported that there appeared to be a small amount of moisture in the cartridge compartment of the patient's infusion device. He stated he first noticed the moisture after the patient's last cartridge change. He was advised to remove the insulin cartridge from the infusion device and to dry the cartridge and cartridge compartment with a cotton swab. The patient was assisted with reinserting the insulin cartridge into the infusion device. He stated that he does not attach the adapter and infusion tubing to the insulin cartridge prior to insertion into the infusion device. He was educated on the proper procedure. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.